Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2011, the device was implanted and programmed in vvi mode with a 80 min-1 basic rate mode at 15:30. Around 19:00, the device was found in standby mode. The device was finally reinitialized successfully.